Event description:
Medical records received from legal indicate that the patient was revised because of pain with heterotopic ossification.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
: Update: 12/2/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, osteolysis, and corrosion. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional related reports against lot code e5xesa000, 3155754 or 3188485. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.